Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event: estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that the footplate of a prostyle device was unable to close relative to an unspecified procedure. A cut-down was performed to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.